Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 5 unopened pouches. Analysis and results: there are no previous complaints of this code-batch. Manufactured (B)(4) units. There are (B)(4) units in stock. All closed packs received were opened and the aluminum pouch was not stuck to the peel foil. All packs have been opened correctly. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: in spite of receiving closed samples, without defective samples a suitable analysis cannot be performed. Nevertheless, note of this incident is taken and if any defective sample is received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Two sutures was sealed together, when the package was opened it caused the other package to became non-sterile and unusable.